Manufacturer narrative:
After the event, the customer did not remove the sling from use. Therefore, it is unknown which sling the caregiver used during the event. The arjo representative checked slings that were available at the customer facility and did not find any malfunction. The instructions for use (IFU) for the passive loop slings describe step by step how to attached sling loops to the device. Also, IFU contains information that: ¿the passive loop slings are especially designed for ceiling lifts, floor lift and accessories made by arjo"the document also warns: ¿to avoid injury, always follow the allowed combinations listed in this IFU. No other combinations are allowed.¿ non-arjo device ¿ ceiling lift involved in the incident is not listed in the sling instruction for use under combinations of devices allowed to be used with the arjo slings. To sum up, the non-arjo ceiling lift and the arjo passive clip sling were used as a system for a resident transfer when the event occurred and from that perspective, the system failed. The complaint was deemed reportable due to an indication that the arjo sling loop detached during transfer, resulting in the resident's fall.

Event description:
The resident was transferred from a bed to a wheelchair by using non-arjo ceiling lift (non-arjo device likorall 242 s ceiling lift, serial number (B)(4)) and an arjo loop sling. It was reported that during the resident transfer one of the sling shoulder loop detached and the resident fell out of the device on the floor. The staff from the facility stated that the loop was not securely attached to the lift. The resident was sent to the hospital for an examination, which confirm that no injury was sustained.